Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on their insulin pump became unresponsive while bolusing. The customer stated they were unable to complete their bolus due to the keypad anomaly. Customer received .15 units of their bolus. It was also found the numbers on the insulin pump were cycling after attempting to bolus again. Customer's blood glucose was unknown. The customer disconnected from the call before further information was collected. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.